Event description:
Atrial undersensing resulting in false at/af episode termination and inappropriate atrial pacing. Low oor unipolar atrial pacing impedance warnings starting (B)(6) 2022, most recent (B)(6) 2025. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).